Event description:
The patient reported that the needle button popped up after having been on less than two hours. Patient was wearing the v-go on his upper arm and was able to press it down again but it wouldn't stay on. Patient removed that v-go and put on a new one.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released not be confirmed. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had unintentionally retracted during use. The needle mechanism was tested and pass with no issue observed.